Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked while the twist clamp was closed. This occurred upon disconnection of the device from peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however, the patient received prophylactic vancomycin, intraperitoneally. No additional information is available.